Event description:
The customer reported that during a normal check of the unit prior to use on a pt, the unit generated a "system failure" alarm. No display was observed and the compressor would not run. The pt was switched to another unit and therapy was initiated. No pt injury was reported.